Manufacturer narrative:
(B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -11.00/+1.5/093 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2022. The lens was removed o (B)(6) 2022 due to lens rotation not associated to a low vault, blurred vision and refractive change overtime. The lens was replaced with a longer lens and the problem was resolved. Post-op the intraocular pressure (iop) was elevated. Initiated combigan bid and pred forte bid. The elevated iop was resolved and was measured within normal range on (B)(6) 2022. The cause of the event was due to lens was too small.